Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. The balloon has a 5mm longitudinal tear starting at the distal markerband. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 20-apr-2018. It was reported that crossing difficulties were encountered the 80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00mm x 15mm nc emerge® balloon catheter was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed longitudinal balloon tear.